Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 for consecutive stalled motor, persisted after four restarts, and prompted replacement; the user was advised to revert to backup therapy, and blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of usual device therapy and use of backup therapy. Investigation included technical support review and assessment of device performance based on the reported alarm and return logistics. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.